Manufacturer narrative:
Conclusion: testing and analysis of the returned 011-­clc2000 same lot packaged sample documented no performance anomalies or out of spec. Conditions. The exact cause of the reported product experience remains unknown at this time. This report and the associated information have been entered in the MFR's. Database for analysis and trending.

Event description:
Int'l ((B)(6)) complaint rec'd, reporting leakage/blood loss incident(s) with use of 011-clc2000 connectors. It was reported that ".. They have had three cases (two different nurses) where they found that clc2000 leaks on the bed. At first they thought that it is perhaps a bad connection between cvc and connector and they have replaced a connector. However it happened again. The leakage is from t part of the clc2000 on the top." Follow up information reports the distributor rep." Was with the nurse, who reported this incident. The blood loss was significant, however they didn't make any official report about it. The blood leaked on the sheet on the bed and on the patient dress, so they can't exactly say how much he lost... Patient wasn't compromised at any moment and everything was fine with him." The involved devices were discarded. MFR's investigation summary: device return: one (l) packaged same lot 011-clc2000 connector was returned. Although requested the involved/ packaged mating and access device samples were not returned. Visual analysis recorded no obvious abnormalities with the retnd. 011-clc200 same lot sample. Engineering analysis: the returned 011-clc2000 device was leak tested per the product performance specification requirements. The results recorded no performance issues when tested for leaks in the activated or un-activated state. Dimensional analysis recorded no dimensional non­ conformances or out of specification conditions. A review of the mfg. Lot database for lot# 2513855 (mfg. Date 06/2012) shows (B)(4) units were mfg. Tested, inspected & released. There were no exception or rejection documents generated during the mfg lot build cycle.